Manufacturer narrative:
Additional information: g3, h3, h6. During evaluation the device functions. However, both inflow and outlfow motors are noisy and underperform. Physical damage was found to top cover, bezel, bottom cover, both door covers and lcd touch screen. See vendor evaluation.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03/28/2025, it was reported by a facility representative via (B)(4) that an ar-6480 dw arthroscopy pump outflow was not working when the shaver was activated. This was involved in a case with no patient affected.